Manufacturer narrative:
If explanted; give date: n/a (not applicable). Lens remains implanted. Concomitant medical products: alcon inserter, d cartridge, and provisc viscoelastic. Serial# and lot#s was not provided. Device evaluation: the product was not returned to the manufacturing site as it remains implanted; therefore, the complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis intraocular lens (iol) was implanted in the patient operative eye and at one-day post-op visit, the lens had what appeared to be a sticky substance on posterior side of the optics. The patient's best corrected visual acuity (bcva) is 20/20. The lens was implanted using non-johnson & johnson devices. The lens remains implanted. No further information was received.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).